Manufacturer narrative:
H3: analysis of the ins (s/n (B)(4)) revealed no anomaly. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-(B)(6) e1, (B)(4) (rep): additional information was received from a manufacturer representative (rep). The rep reported that the battery level did not increase at all when attempting to charge. The rep had tried using 2 rechargers and attempted to charge the ing for approximately 90 minutes. The indicator on the recharger app continuously showed the ins was empty (blinking red) the entire time. The rep noted that one of the rechargers had subsequently worked for another ins, to indicate that this was not a recharger failure. 2020--(B)(6) an_rp x3 (rep): no new information. 2021--(B)(6) an (rep): no new information for event description.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery level did not increase at all when attempting to charge. The rep had tried using 2 rechargers and attempted to charge the ing for approximately 90 minutes. The indicator on the recharger app continuously showed the ins was empty (blinking red) the entire time. The rep noted that one of the rechargers had subsequently worked for another ins, to indicate that this was not a recharger failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an implantable neurostimulator (ins). It was reported that ins would not charge. They tried to charge the ins prior to an implant surgery, but the device would not receive a charge. The status of the ins stayed at low while charging. The coupling with the recharger showed 'excellent', but the battery level was at 10%. Two different rechargers were used, but neither could recharge the ins. There was no patient involvement in this event.